Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the battery longevity of the pulse generator showed to be 0.5- 119.7 months until elective replacement indicator. The true battery longevity is more than 95% remaining until elective replacement. No intervention was performed. The patient was stable and would continue to be monitored.